Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. - please see death reported under MFR report number 1218950-2025-000070.

Event description:
The customer reported the intellivue mx40 did not alarm for a fatal arrhythmia and the patient passed away. The device was in use monitoring a patient at the time of the event. Please find the death reported under MFR report number 1218950-2025-000070.

Manufacturer narrative:
Diagnostic/functional testing was performed per a philips field service engineer (fse) onsite. The fse collected log files and data for the event and verified the intellivue mx40 and the patient information center ix(pic ix) enterprise system for proper operation. The complaint was escalated for technical investigation to the philips senior product support engineer and philips clinical product specialist to verify if the 865350 mx40 sn: (B)(6) patient information center ix functioned as designed and did alarm. The intellivue mx40 and the patient information center ix (pic ix) device were confirmed to have alarmed for the patient¿s ECG changes (both yellow and red level alarms). The equipment was working as designed, configured, and operated. The unacknowledged asystole alarm suppressed vf/vt detection. No product malfunction was detected. The results of the clinical audit log review show: the audit logs show that for the 1-hour timeframe on (B)(6) 2025, from 13:00:00 until 14:00:00: a red level cardiac alarm was active for 0:41:36 (41 minutes and 36 seconds: asystole for 40 minutes and 13 seconds, ventricular fibrillation/tachycardia for 1 minute and 23 seconds). A yellow level cardiac alarm (irregular hr or pause) was active for 15 minutes. The audit logs also reveal: issues impacting ECG analysis: cannot analyze ECG inoperative condition for 27 minutes and 29 seconds. Ll lead off inoperative condition for 20 minutes and 26 seconds. ECG leads off (no monitoring possible) for 3 minutes and 26 seconds. Based on the information available and the result of additional analysis conducted, the cause of the reported problem was due to user knowledge. The reported problem was not confirmed. Analysis was performed and investigation has been completed. Information was provided to the customer of the analysis findings and confirmed the device was working to its specification. There is no device malfunction and the reported issue was due to user knowledge. The device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Please see death reported under MFR report number 1218950-2025-000070.